Manufacturer narrative:
Cerner distributed a priority review flash notification on 04/18/2011 to all potentially impacted client sites. The software notification includes a description of the issue and a software modification is being developed to address the issue for all sites that could be potentially impacted. Cerner corporation will provide a follow-up report when the software modification is available.

Event description:
The issue involves cerner careaware multimedia and affects users that utilize the (camm) archive for the acquisition, archivaql and retrieval of digital images and studies. In cerner careaware multimedia (camm) archive, it is possible for cedara applications to access outdated dicom series and image data. This could cause cedara applications to fail to display all of the currently available images or fail to display the dicom study completely. Patient care could be adversely affected, as diagnosis or treatment may be based on incomplete or inaccurate data. Cerner has not received communication on any adverse patient events as a result of this issue.

Manufacturer narrative:
Cerner distributed a priority review flash notification on april 18, 2011 to all potentially impacted client sites with a description of the issue. A software modification is available to address the issue for all sites that could be potentially impacted. Cerner corporation considers the issue resolved and no further narrative is required for follow up.

Event description:
The issue involves cerner careaware multimediatm and affects users that utilize the (camm) archive for the acquisition, archival and retrieval of digital images and studies. In cerner careaware multimediatm (camm) archive, it is possible for cedara applications to access outdated dicom series and image data. This could cause cedara applications to fail to display all of the currently available images or fail to display the dicom study completely. Patient care could be adversely affected, as diagnosis or treatment may be based on incomplete or inaccurate data. Cerner has not received communication on any adverse patient events as a result of this issue.